Event description:
It was reported that the customer was not satisfied with the product out of box as it appeared to not look new and had some cosmetic issues that prevent the end user from using it. No patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. Photos of the reported issue were received. The knob in the middle picture is a push fit and requires pulling to remove, the rule in the last picture is not straight; therefore, determination of alleged bowed panel is impossible without having the device returned for investigation. The limited information provided restricts confirmation of alleged issues. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).